Manufacturer narrative:
H10: onsite service was provided, and the service engineer (se) noted that the gas delivery system (gds) required replacement (per the service manual). The se replaced the gds, and the device meets the specification for the performed service and was returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not delivering any flow volumes. The device was in clinical use when the issue occurred, the ventilator was removed from use, and exchanged for a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not delivering any flow volumes. Onsite service was requested.